Event description:
It was reported that the device has no voice prompts. When pressing the on/off button, the lid opens and the voice prompts do not start. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided.